Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported right side "capsule", "hardening", "pain", and "thing melted in their body". Healthcare professional additionally reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and observed 40 mm dark patch edge material inside gel device. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no were observed openings on the device.

Event description:
Patient reported right side "capsule", "hardening", "pain", and "thing melted in their body". Healthcare professional additionally reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.